Event description:
On two separate occasions, air was noted in the tubing to the pt. There was no resultant pt complication.

Manufacturer narrative:
The sample was received and visually and functionally tested. The set was found to leak from the weld area of the sensing disc membrane. Further evaluation revealed that this film had not been fully welded to the disc. It is suspected that the incomplete weld of the film was caused during the assembly of the sensor disc welder. The MFR is currently developing an on-line leak tester that will detect leaking sensor discs at the sensing disc welder during assembly. In addition, process improvements for the welder have been made to address this issue.